Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was ¿a lot of resistance" when flushing saline through a one-link catheter extension set. This occurred during use with a power injector. The reporter also stated that a ¿couple of medrad graphs were higher pressure than they should have been¿. There no damage noted to the product or packaging prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.